Event description:
It was reported that the patient called to advise that the patient so far had found 6 catheters with water within the sachet and with no catheter inside it. They stated that they put one of these in their bag and tried to use it but there was no catheter within it. The patient hadn't opened the other 5 faulty ones but felt that there might be no catheters within the pack. The patient hadn't gone through all the boxes sent but the representative asked the patient to call back if they found anymore faulty ones.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lack of operator training". It was unknown whether the device had met relevant specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lack of operator training". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient called to advise that the patient so far had found 6 catheters with water within the sachet and with no catheter inside it. They stated that they put one of these in their bag and tried to use it but there was no catheter within it. The patient hadn't opened the other 5 faulty ones but felt that there might be no catheters within the pack. The patient hadn't gone through all the boxes sent but the representative asked the patient to call back if they found anymore faulty ones.